Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that the metal part of the catheter (needle) pierced in the middle of the needle, perforating the patient's vein, during line placement.